Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patrient reported that he found a fluid leak from the cassette following a treatment. He was advised to contact his pd nurse. The set was discarded. During follow up the patient's nurse reported the patient did not require any medical intervention and did not have an adverse event associated with the leak. The patient continues pd treatment with no further issues.